Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 411 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The issue pertaining to the event was that the sensor was loose causing the issue at hand. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.